Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the treatment. Logfile shows no relevant error or warning messages or other issues for the complete day and also the energy stayed stable with no abnormalities. No problem with the system can be identified by reviewing the logfiles. A cas (clinical application specialist) review shows the treatment report does not show any abnormal figures. All used parameter are within the recommended limits. The treatment image appears normal. No technical root cause was identified as the product was found to be within specifications. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A facility manager reported a small segment that was incomplete during the flap creation process of lasik. Incomplete section was noted towards the hinge of the flap at the side cut and small area of the bed at 8 o'clock position. The physician did not force apart the segment. Due to the patient's treatment refraction, the physician was able to lift most of the flap and knew the ablation would still be within the area that was lifted. The patient was very calm, cooperative and didn't experience any excessive pain or discomfort. The physician concluded that it was most likely due to a dry spot that interrupted the laser that made it incomplete.